Manufacturer narrative:
The unit had a blank display due to a corroded battery tube. Analysis was unable to perform operating currents due to a blank display. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report a failed battery test alarm and a blank display after inserting different brands of batteries. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.